Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient could no longer charge the ipg. The patient underwent an explant procedure and the explanted ipg will not be returned. No further information has been obtained despite good faith efforts.